Manufacturer narrative:
Patient is a pediatric patient. Additional procodes: mni, mnh, kwp, kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent surgery on an unknown date to replace the growing rod from the original construct with a bigger rod as pediatric patient outgrew the original rod. Through x-rays, it was discovered that the pangea set screws had backed out. Procedure was completed successfully. Patient was stable. Concomitant devices: rod (part: unknown, lot: unknown, quantity: 1), locking cap (part: unknown, lot: unknown, quantity: 1). This report is for a 6.0 mm titanium (ti) pangea(tm) polyaxial screw. This is report 2 of 2 for (B)(4).